Manufacturer narrative:
The customer¿s complaint that the tubing leaked above the drip chamber could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified. Although requested, patient demographics not provided.

Event description:
It was reported that the tubing leaked above the drip chamber while connected to a patient. There was no harm.